Manufacturer narrative:
The pump was received with button error alarm and no button response due to corroded keypad traces. The auto off alarm was not verified due to any button response and button error alarm. The pump was received with moisture damage lcd board. Pump received without the original belt clip. The pump was received with broken belt clip slot. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of button error on their insulin pump. The customer's blood glucose at the time was 44mg/dl. The customer treated the low with juice. The customer states the esc button is unresponsive, but the pump is stuck in alarm mode. The customer states the pump was exposed to moisture in her bra. Troubleshoot was conducted. Customer was advised to discontinue use of the pump, and that it would need to be replaced and returned for analysis.